Event description:
The customer reported air bubbles in the insulin reservoir. The helpline assisted the customer in removing the air bubbles from the device. The customer was advised to change the reservoir. The customer's blood glucose value was 343 mg/dl. The customer declined troubleshooting for the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.